Manufacturer narrative:
The customer later confirmed that they cleaned, disinfected, and sterilized the product before returning it for evaluation, and that they were not sure what the foreign material adhered to the scope was. Additionally, there was no delay in the start of pre-cleaning, there were no abnormalities in the accessories used for reprocessing, the customer did immerse the endoscope in detergent solution, they wiped the air/water nozzle with clean lint-free cloths/brushes/sponges, and they flushed the nozzle with detergent solution, water and air. The device was returned and evaluated, and the customer¿s allegation of video failure and the image flickered was not confirmed. Device evaluation found image noise due to a deformation of the suction connector. In addition to a foreign object that came out of the nozzle finding, the additional evaluation findings are as follows: adhesive on bending section cover had a chip due to user mis-handling, adhesive on bending section cover had white-clouded area due to user mis-handling, protector of universal cord on suction connector side had a scratch due to user mis-handling, universal cord had a wrinkle due to user-mishandling, and suction cylinder was shaved due to user-mishandling a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. It could not be specified with the obtained information what the foreign material was. It is presumed with the obtained information that the foreign material might have remained since the reprocessing was not correctly implemented in line with the instructions for use (IFU). The instruction manual for device operation describes the following warning: <inspection of the endoscope>: inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. <inspection of the objective lens cleaning function>, <<inspection of the water feeding function>>: keep the air/water valve¿s hole covered with your finger. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor the field performance of this device.

Event description:
The olympus representative reported (on behalf of the customer) that the evis lucera elite colonovideoscope had a video failure and the image flickered. There were no reports of patient harm. During evaluation of the returned device, it was found that a foreign object came out of the nozzle and therefore is considered a medical device report (MDR). The customer cleaned, disinfected, and sterilized the device before it was sent to olympus. There was no delay in the start of precleaning. The customer flushed the air/water nozzle with water and air. There were no abnormalities in the accessories used for reprocessing. The customer did not wipe/brush the air/water nozzle with clean lint-free cloths, brushes, or sponges. The customer flushed the air/water nozzle / channel with the detergent solution. This MDR is being submitted to capture the reportable malfunction found during evaluation.